Event description:
The patient had an occluded left sfa. The physician used an outback catheter and then placed six zilver ptx stents. Immediately after stent placement, subsequent imaging exposed thrombosis of the stented area with distal embolization of tibial vessels present. They were unsuccessful at removing the thrombus with mechanical devices. The patient subsequently had their lower leg amputated. As per the above description of event received, six devices are involved in this incident. Five additional reports will be submitted in relation to the other devices reported- report reference numbers: 3001845648-2015-00109, 3001845648-2015-00110, 3001845648-2015-00111, 3001845648-2015-00112 and 3001845648-2015-00114.

Manufacturer narrative:
(B)(4). The information received relating to this event is currently being investigated. A follow up MDR report will be submitted with the investigation conclusions.